Manufacturer narrative:
B5. Describe event or problem: was updated per the additional information provided.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion in a moderately tortuous and non-calcified vessel in the central nervous system. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During first inflation, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure. It was further reported that the balloon was ruptured during the first inflation, and pressure was still being applied.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion in a moderately tortuous and non-calcified vessel in the central nervous system. A 5.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. During first inflation, the balloon ruptured in a pinhole form. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post procedure.